Manufacturer narrative:
Initial customer allegation reported to the local authority indicated that the customer staff received an electric shock from the mains lead plug. The injury was minor however no further details were disclosed. The bed was not available for inspection and therefore not evaluated by arjo service personnel. During attempts to gather additional information the customer stated that the "incident did not occur as a result of a fault with the bed." The cause of the electric shock is unknown and following a customer statement that there was no arjo device related incident, it is considered that this situation does not meet the reporting criteria. Therefore, such incidents will not be reported in the future. The device was not involved in the event, no malfunction was reported in regard to arjo device, and it is unknown if the device was used for diagnosis or treatment. No UDI number available. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Investigation is pending completion. A final report will be provided once the investigation is finalized.

Manufacturer narrative:
Investigation in ongoing. Supplemental report will be provided once the conclusion is available. Customer did not tag for evaluation.

Event description:
Arjo received a report from foreign authority that a staff received an electric shock when plugging the bed into the main socket. It was reported by the customer that "whilst removing the bed plug the casing of the plug was loose causing wires to be exposed." According to the customer report, a staff sustained a minor injury.